Event description:
It has been reported that an ambulance was involved in a vehicle accident. Initial reporting indicate the paramedic driving the ambulance is in critical condition and the pt and attending paramedic in the rear of the ambulance are in serious condition.